Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the unit failed the battery test during preventative maintenance. No patient involvement reported.

Event description:
It was reported that the unit failed the battery test during preventative maintenance. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "failed battery load test" is confirmed. Sample was received for investigation. Returned for investigation was a battery. The sample was returned in a brown cardboard box. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.3 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed for "available battery power less than 20 minutes" approximately 17 minutes after pumping was initiated. The iabp alarmed for "available battery power less than 10 minutes" approximately 36 minutes after pumping was initiated. The iabp shut off after approximately 41 minutes without the following warning alarm: "available battery power less than 5 minutes". The battery failed the battery load test. The operator's manual was reviewed and stated "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat 2 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.